Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. Initial testing generated a positive result and repeat testing was performed with a new sample and generated a negative result . No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: h10: this supplemental report is being submitted to retract the previous initial MDR report that was submitted for conflicting results, further case review determined there was no patient involvement / serious injury.